Event description:
It was reported, that during a da vinci-assisted myomectomy surgical procedure. The tenaculum forceps instrument was found to have the wire broken. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter. And obtained the following additional information: the customer indicated, that a cable was found protruding from the distal end of the instrument, during dissecting surgical task. The instrument did not collide with any other instrument or tool, during procedure. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. No known impact or patient consequence was reported. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received, the tenaculum forceps instrument for evaluation. A follow-up MDR will be submitted, if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed, by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like a broken pitch cable. Root cause of the failure mode cannot be confirmed, prior to the return and analysis of the instrument. No further escalations required for the image review. Blank MDR fields: field d6 is blank, because the product is not implantable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.